Event description:
Dealer states actuator purchased on order #860449380 failed. It is leaking grease and will not tilt seat.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.